Event description:
It was reported the customer had repeated blank displays after inserting a new battery. Customer also reported experiencing a high blood glucose of 500 mg/dl. The customer also reported damage to their insulin pump. Customer stated there was a crack present on the right corner of the insulin pump. It was also found there was a scratch present on their screen. Customer was unsure how the damage occurred on their insulin pump. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.